Event description:
It was reported that the balloon ruptured. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm and was simply pulled out from the patient's body. The procedure was completed with a different device. There were no complications reported and the patient was good post procedure.